Manufacturer narrative:
(B)(4). Batch #unk attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, while reloading the device during the second firing, it closed and was impossible to reopen it. The surgeon changed the reload and closed the device in order to introduce it within the patient's abdomen. Another device was used to complete the procedure. The users were used to use this device. There was a slight delay reported and there were no patient consequences.

Manufacturer narrative:
(B)(6) date sent: 8/12/2020. D4: batch #u5a28l. Investigation summary the analysis found that one long60a device was returned with no apparent damage and with an gst60d partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Due to the condition of reload, it is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.